Manufacturer narrative:
The logbook and photos were analyzed for investigation. The root cause of the described failure of the ventilation was a breakdown of the device-internal operating voltage due to a faulty capacitor on the circuit board of the hps valve o2. This faulty capacitor is also the origin of the reported odor. The user was notified of the failure by alarms and warm starts were initiated to correct the problem. During the warmstart the device turned itself off briefly and then turned itself back on. During this time, an emergency breathing valve opened to allow spontaneous breathing. After successful completion of the start sequence (approx. 8 seconds), ventilation is continued with the old parameters and an alarm is generated. In the event of an unsuccessful warm start, a continuous audible alarm is activated and the emergency breathing valve is left open. The warm starts could not solve the problem in the reported case. Therefore, the unit was turned off via the power switch. The ventilator responded to a component failure as specified. The device was repaired with the replacement of the hps valve o2. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported: " spontaneously loud hissing noise in connection with pungent burning smell and function failure. Action taken: immediately removed the device from the patient and from the power and fresh gas supply". No patient injury has been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported: " spontaneously loud hissing noise in connection with pungent burning smell and function failure. Action taken: immediately removed the device from the patient and from the power and fresh gas supply". No patient injury has been reported.